Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/03/2010 to the present date (B)(6) 2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there was a production failure (B)(4) for test failure - out of specification which does not correlate to the customer reported issue.

Event description:
It was reported that a syringe pump failed a plunger force test. There was no reported patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that a syringe pump failed a plunger force test. There was no reported patient involvement.